Event description:
It was reported that following implant surgery, the pt did not have therapeutic effect. The hcp attempted to relocate the leads during surgery, but the pt had too much fluid in his back and was unable to feel anything. The pt experienced, "lots of pain" and was unable to lie down without pain. The pt had multiple reprogramming sessions with little success. The pt attempted to turn on the device, but stated "it brought me to my knees". The pt experienced overstimulation and stimulation in the wrong location of his lungs. The hcp indicated there was a lead malfunction. The pt then underwent revision surgery and had a paddle lead placed. It was reported the pt was receiving great coverage.